Manufacturer narrative:
Based on the claim against the product, an investigation is in progress. Intuitive surgical, inc. (Isi) requested the return of the fenestrated bipolar forceps instrument for further evaluation, but it has not yet been received.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the fenestrated bipolar forceps instrument was inserted onto arm 2. The customer was not sure if it was expired or if it expired with this insertion. The surgeon was trying to use the instrument but bipolar energy was not working. They tried bipolar cord connections on the instrument and in the generator, but still there was no bipolar cautery. When trying to take the instrument out, it was noted that the cable and plastic casing were broken. Reportedly a fragment of the broken instrument fell inside the patient's anatomy and was retrieved during the same procedure. The instrument breakage rendered the instrument stuck in the cannula. The instrument and the trocar were removed together and both will returned as they could not remove the instrument without damaging the instrument. The procedure was completed with no reported injury.